Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after an unknown procedure, the sheath size was not available at the site. Reportedly, the suture broke when the device was deployed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the suture was returned intact, the reported suture break could not be confirmed. However, inspection of the returned device revealed that the rim of the posterior cuff was severely bent, the posterior needle tip was damaged and the posterior needle was bent at the proximal end. This is consistent with the posterior needle being deflected and struck the rim of the posterior cuff instead of engaged with the cuff during needle deployment as intended. Therefore, a posterior cuff miss occurred which would subsequently result in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.